Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the lesion was mildly tortuous, moderately calcified with a 90% stenosis. Another company's stent was implanted in the lesion and post-dilatation was done with a 3.0x8 mm voyager nc. During the first inflation, the balloon rupture was noted when it was inflated to 22 atms. No pre-dilatation was performed before the stent implant. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance analysis revealed that the balloon catheter was returned with blood and contrast in the inflation lumen and in the balloon. There was a longitudinal rupture proximal to the distal shoulder to the proximal shoulder for a length of 1.1 cm. The balloon had loose folds. There was a scratch on the balloon along side of the rupture for a length of 3mm. There was no other damage noted to the balloon catheter. The inflation device used in the procedure was not returned. Product performance engineering reviewed the incident info. Balloon ruptures can occur as a result of a mfg deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use, there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of mfg, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. In this case, it was reported the balloon was inflated to 22 atms, which is above the rbp. The voyager nc instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It was reported the pt anatomy was moderately calcified and the voyager nc was used to post-dilate a stent. In this case, it is likely that the reported balloon rupture is related to the over inflation of the product or interaction with the implanted stent. A review of the product mfg records did not reveal an non-conforming material reports associated with this lot and all lot release testing met mfg criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure. This MDR is considered closed by the product performance group.